Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter: the patient had a right inguinal hernia repaired on (B)(6) 2011 by laparoscopic surgery using hernia mesh. After an 8 week recovery period, the patient returned to work and still felt pain and discomfort as before the surgery. The pain and discomfort continued and the patient notified the surgeon at the next follow up. The surgeon discussed it was probably scar tissue adhesion and should dissipate. The pain and discomfort increased and the patient decided to get a second opinion. The patient was told by the second surgeon that the hernia reoccurred and the patient decided to have a second surgery to repair. This time an open hernia surgery was performed. At the end of the recovery from the second surgery the patient still felt uncomfortable. The patient waited a few more months to give the area time to recuperate before diagnosing further. After that time the pain had increased and the patient's ability to perform daily tasks was diminishing as the pain and discomfort had increased. The patient stopped all activities, which was especially hard with a son. Upon further diagnosis and cat scan it was determined that the patient had a seroma in the right groin. The patient had a procedure to attempt to drain the seroma, but it was hardened to the point that it was unable to be aspirated. The pain had increased. The patient's second surgeon sent the patient to a neurologist, a pain management doctor, and referred the patient to have a third opinion with a surgeon. The patient had burning, sharp, throbbing, shooting and felt as if the area was always swollen and numb at the same time. The area extended from mid abdomen to the center of the patient's navel, down to the right testicle and groin, slightly into the right thigh up to the hip and into the abdomen. The area just outside the pain zone was slightly numb. The patient believed the pain also caused erectile dysfunction, as the time frame coincided with the hernia issue. The patient tried many oral medications. The patient had multiple nerve blocks with very limited relief and had cryoablation to the nerves near the repair, which also seemed to have no relief. The patient has seen a cognitive behavioral therapist every week for pain management. The patient saw an article about complications from hernia surgeries using mesh. The patient realized they had many of the issues and symptoms mentioned that are associated with hernia mesh complications, abdominal pain, adhesion, change in bowel habits, groin pain, testicle pain, fistula, seroma joint aches and pain, abnormal sweating, erectile dysfunction, and anxiety and depression. Concomitant medical products: rx meds: losartan 100mg 1x, hydrochlorthiazide 25mg 1x, gapapentin 600mg 2 tabs 3x, bupropion 75mg 2x, zolpidem ER 12.5 bed, hydroxyzine 50mg 1-2 bed, questran powder 1 packet., otc meds: multivitamin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.